Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of when pulling the protective sleeve for the pre-mapping the lp advanced was not confirmed. As received, a catheter was returned in one piece with the protective sleeve covering the docking cap and device attached. Visual and x-ray examination found the hypo tube bent adjacent to the catheter handle and sheath bent distal to the protective sleeve consistent with procedural damage. Both tethers were found to be aligned. Dimensional analysis was performed and found all measurements to be within product¿s specification. The returned device could be loaded, docked, and released from the catheter.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) advanced forward while pulling off the protective sleeve on the delivery catheter. The helix on the lp appeared extended and counterclockwise rotations were applied to remove the lp. The blood pressure dropped and cardiac tamponade occurred. Pericardiocentesis was performed. The lp was removed and the implant attempt abandoned. The patient was in stable condition.